Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. There was no report of leaks noted during preparation for use, suggesting that the damage likely occurred during use. In this case, it may be possible that the balloon rupture is a result of interaction between the balloon material and the lesion site, which was described as mildly calcified. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. A conclusive cause for the balloon rupture could not be determined; however, there is no indication to suggest a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the procedure was to treat a mildly calcifed lesion in the left superficial femoral artery. The foxcross balloon ruptured at 2 atmospheres (atm) during first inflation . There was no reported resistance during advancement or removal of the balloon catheter. A new foxcross was used to complete the procedure. There was no significant delay in procedure and no adverse patient effects. The final patient outcome was good. No additional information was provided.